Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas regarding a high blood glucose (bg) excursion while on insulin pump therapy. The patient reported that on an unspecified day in (B)(6) 2012, she woke up experiencing chest pain and high blood pressure. In response to the symptoms, the patient was taken to the ER by her spouse. At the time of arrival to the ER, the patient stated her bg was in the 200 to 300 mg/dl and remained connected to the pump. That evening while in the hospital, the patient claimed she began vomiting and when her bg was tested it was high (result not provided). The patient reported that she was diagnosed with dka and transferred to ICU where she was disconnected from the pump and placed on an insulin drip. The patient informed customer support that she did has remained off the pump since hospitalization and was using insulin pens to manage her diabetes. At the time of the call, the patient did not have the subject pump available for review. The patient denied any illness at time of hospitalization. She also denied any site issues. This complaint is being reported because the patient was diagnosed with dka while on insulin pump therapy.